Event description:
Additional information was received that during an in-clinic follow up, pacing impedance measurements were observed to be stable at 1,565 ohms, however, increased pacing impedance measurements were observed. In boston scientific technical services (ts) again discussed troubleshooting options. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options and stated that all other measurements were normal, no noise noted on nonsustained or presenting electrogram (egm), and recent interrogation was normal. Additional information indicated that the source of high out-of-range pacing impedance measurement was not conclusively determined and the patient will then be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted and replaced with another manufacturer's device. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.